Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced, and the unit was returned to service.

Event description:
The hospital reported the wheel broke off and the unit tipped over during transporting out of an elevator. There was no report of hospital personnel injury.